Manufacturer narrative:
(B)(4).

Event description:
It was reported that the incision over the neurostimulator had opened and exposed the device. Unable to f/u with the contact info provided, hence no add'l info was obtained.